Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited repeated occlusions and insulin delivery issues, including unusual noises during fill, an ¿unable to proceed¿ message, prolonged rewind, and consecutive stalled motor alerts after supply changes with teflon insets and 23-inch tubing, leading the user to discontinue pump therapy and administer long-acting insulin with subcutaneous insulin by pen. Symptoms included hyperglycemia. Outcomes included interruption of pump therapy and the need for alternative insulin administration. Investigation included troubleshooting by guiding device restarts, a dry-run without consumables that reproduced an atypical motor sound and slow rewind, and coordination for device replacement and device return logistics; shipping errors resulted in the replacement being sent to an incorrect address and then returned. Investigation of this device revealed a pump malfunction consistent with a stalled motor and insulin delivery failure localized to the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.